Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after being placed in the patient overnight, the non latex foley was difficult to remove from the patient as the balloon would not deflate. Lubricant had to be used in order to remove the catheter. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the all silicone catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that after being placed in the patient overnight, the non latex foley was difficult to remove from the patient as the balloon would not deflate. Lubricant had to be used in order to remove the catheter. No medical intervention was reported.